Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: the device was not returned for investigation, and no images were provided. Nothing indicates that the migration of the stent graft was related to a device failure and no evidence exists to confirm the product was not manufactured to current specifications. Migration shortly after deployment could be caused by barbs not being embedded into vessel wall. Based on what is reported in this complaint it is plausible that the migration was caused by insufficient sizing or sealing zone of the stent graft, however without any images or returned product root cause remain unknown. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: after the release of the stent it has gradually migrated in the arch of the thoracic aorta - the measures were framed perfectly with the margin recommended by the manufacturer. Due to this occurence the physician had to implant the tbe-40-81-pf and esbe-40-81-pf to correct the deficiency caused by sealing of the aneurysm. Physician had to use another product. Patient outcome: a section of the device did remain inside the patient¿s body. The endoprosthesis has migrated. The patient did require additional procedures due to this occurrence. The physician had to use other products to correct the deficiency. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.